Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had a pending alarm, a motor stall. The pump was never implanted. It was noted this was a trunk stock pump and it was confirmed it was never used. It was further reported the device manufacturer representative sent the pump back so they never checked to see if it recovered. Their guess was the pump was frozen somewhere during delivery.